Event description:
On (B)(6) 2013, the lay user/patient in germany contacted lifescan to report the onetouch vita enhanced meter was giving inaccurately high readings. The technical service representative contacted the patient to obtain and verify information; however was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 19.8 mmol/l on the reported meter, and a reading of 6.6 mmol/l on another manufacturer¿s meter, within 30 minutes of each other. The patient reported that she experiences the symptoms of shaking, sleepiness and nausea in the evenings, and administers self-treatment by consuming sugar. The patient did not report seeking any medical attention. It would have been helpful to determine the date/time of the meter-to-meter testing, the patient¿s blood glucose levels and insulin doses taken prior to the onset of symptoms and her blood glucose level while symptomatic. The patient manages her diabetes with insuman rapid insulin taken on a sliding scale with meals and insulin basal insulin 6.0 units in the evening. Troubleshooting revealed the test strips were in good condition and within opened expiration dating, the meter was set to the correct unit of measure and the patient¿s testing technique was correct. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.

Manufacturer narrative:
Follow-up # 1 ¿ (12/24/2013). The patient¿s meter and test strips have been returned on 12/6/2013 and 12/5/2013, respectively, and evaluated by lifescan product analysis on 12/16/2013 and 12/20/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.